Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. Product codes updated.

Event description:
Consumer complaint of blood result reading of "hi". Customer declined blood test because she had ran a back to back blood test prior to calling, she states she received hi- (B)(6)-8:32am and hi-(B)(6)-8:27am. No medical intervention needed. Customer is feeling fine. Reviewed memory: (all results listed below were fasting without medication). 210mg/dl-(B)(6)-7:00am, 235mg/dl-(B)(6)-6:00am, 139mg/dl-(B)(6)-5:00am, 281mg/dl-(B)(6)-1:00am, 261mg/dl-(B)(6)-12:00am. Customer could not provide expected range for her blood glucose. Verified the strips expire 8/22/17 and were first opened (B)(6) 2015. Customer confirms the strips are stored correctly. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "hi." Customer declined blood test because she had ran a back to back blood test prior to calling, she states she received hi -(B)(6) -8:32am and hi-02/06-8:27am. No medical intervention needed. Customer is feeling fine. Reviewed memory: (all results listed below were fasting without medication) - 210 mg/dl - (B)(6) - 7:00 am; 235 mg/dl - (B)(6) - 6:00 am; 139 mg/dl - (B)(6) - 5:00 am; 281 mg/dl - (B)(6) - 1:00 am; 261 mg/dl - 02/06 - 12:00 am. Customer could not provide expected range for her blood glucose. Verified the strips expire 08/22/2017 and were first opened (B)(6) 2015. Customer confirms the strips are stored correctly. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).